Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple med wrappers under drawer and left handrail was broken. The field service engineer replaced rail and cleared debris to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was clicking and not opening, prevented user from dispensing medication to patient. The user was able to get medication from pharmacy. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.